Manufacturer narrative:
It was detected prior to surgery, that the devices could not be disassembled in order to be cleaned, therefore the sterilization department was not sure if the devices were clean/sterile. Trend analysis: no trend identified. Compatibility of components: the compatibility check is not relevant as both devices have no correlation to each other. Furthermore, there was no implant reported which should have fit to one of these devices. Devices analysis: the devices were not returned for investigation. A product analysis of the affected devices could not be performed. (B)(4) validated the cleaning and sterilization parameters in the (B)(4) IFU to ensure that all devices become clean/sterile, when instructions are followed. (B)(4) was aware of the complex design of the device, therefore a device-specific cleaning instruction was created for both devices. Additionally, the two devices are highly precise instruments: disassembling of these devices can affect their function. Possible causes for the reported event: instrument remained unclean or unsterile, causing infection due to degradation of material due to instrument design features led to failure of cleaning (disinfection) or sterilization process; instrument remained unclean or unsterile, causing patient infection due to incorrect sterilization or cleaning process used; wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling. Comparison to investigation results whether it is possible and justification: not possible: a device-specific cleaning instruction was created for both devices. Additionally, the two devices are highly precise instruments: disassembling of these devices can affect the function of the devices; not possible: device-specific cleaning instruction was created for both devices. Additionally, the two devices are highly precise instruments: disassembling of these devices can affect the function of the devices; possible: it is most possible that the user was unfamiliar with the cleaning instructions of the devices. Disassembling of these devices can affect the function of the devices. A device-specific cleaning instruction was created for both devices (see attached under supporting docs). It was possible that the user was unfamiliar with the cleaning instructions of the devices. However, based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that on (B)(6) 2015 it was detected prior to surgery, that the dp vario s scr impc cann lg sz yel hdl could not be disassembled in order to be cleaned. The surgery was cancelled.

Manufacturer narrative:
This report is being amended to reflect changes in (B)(4). This information was reported in error on follow up 0009613350-2015-01562-2 sent on 04/21/2016.